Event description:
It was reported "the pt initially received "conservative treatment" following an accident in (B)(6). When he returned to (B)(6) with x-rays, there was loss substance impacting the greater part of the metacarpal head. Surgery was performed which was noted as "tenoarthrolyse dorsal prosthetic arthroplasty second metacaprophalangeal (with ascension implant)" mcp-100-40p-ww, lot 11-1465. The implant broke during installation." Additional info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.